Manufacturer narrative:
As reported, an unknown indeflator inflated a 6 x 18 palmaz genesis on 142 amiia balloon expandable stent delivery system (sds) but the pressure did not rise. The physician suspected if there were any malfunction with the stopcock or indeflator; therefore, the indeflator was replaced with another device. The stent was inflated with the new indeflator but the same issue occurred. The stopcock was removed, the indeflator and the hub of the device were directly connected. The stent was expanded, and the pressure began to be applied but it only rose at 8 atmospheres (atm) and the balloon ruptured. Since the stent had expanded to some extent, the balloon was removed from the patient. Post percutaneous transluminal angioplasty (pta) was performed with 7mm x 15mm aviator pta balloon catheter. The same indeflator was used with aviator and it was able to expand without any problems. The procedure was completed without any problems. The device was opened in sterile filed. The lesion was the left renal artery which had stenosis. An approach was made from the left radial artery to the left renal artery with a 4.5f 120cm non-cordis guiding sheath. Pre-pta was performed with 6mm x 15mm aviator pta balloon catheter at 10 atm after a .014¿ unknown guidewire crossed the lesion. After that the palmaz stent was inserted and it crossed the lesion. There was no reported patient injury. The product was returned for analysis . A non-sterile unit of product ¿sds amiia genesis 6.0x18 142¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The balloon was received without it inflated. The unit was thoroughly inspected, and no damages or anomalies were noticed neither on the balloon nor on the rest of the device. Per functional analysis, a functional test was performed. The guide wire lumen was flushed, and a lab sample guide wire was inserted through it. The inflator/deflator device was attached to the hub. Balloon inflation test was done applying pressure with the inflator/deflator. The balloon did not get inflated as expected due to a leaked condition observed at the proximal section. Per microscopic analysis, results showed that the balloon leakage was caused by a rupture on the balloon surface. The inner surface presented no anomalies near to the balloon rupture. The outer surface presented evidence of scratch marks near to the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface could probably led to the rupture condition found on the received balloon. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during microscopic (sem) analysis. A product history record (phr) review of lot 82182820 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - burst - at/below rbp¿ was confirmed. The balloon did not get inflated as expected due to a leakage observed at the proximal section of it. Exact cause of this damage could not be conclusively determined during the analysis. The outer surface presented evidence of scratch marks near to the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface could probably led to the rupture condition found on the received balloon. Per the observed damages, it could be suggested that procedural factors and or handling factors such as the user¿s interaction with the device as well as vessel characteristics (although unknown) may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. According to the safety information in the instructions for use ¿contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not induce a vacuum on the delivery system prior to reaching the target lesion. Do not attempt to remove or readjust the stent on the delivery system. Should any resistance be felt at any time during advancement or removal of the stent delivery system pre-stent implantation and before full exposure of the stent, carefully attempt to pull the unexpanded stent delivery system back through the sheath introducer/guiding catheter. If resistance is felt in doing so, the delivery system must be removed as a single unit. When removing the delivery system as a single unit: do not retract the delivery system into the sheath introducer/guiding catheter. Position the proximal balloon marker just distal to the tip of the sheath introducer/guiding catheter. Advance the guidewire into the anatomy as far distally as safely possible. Secure the stent delivery system to the sheath introducer/guiding catheter; then remove the sheath introducer/guiding catheter and stent delivery system as a single unit. Failure to follow these steps and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or stent delivery system components such as the balloon.¿ neither the product analysis nor the phr review suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# 82182820 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis, but the engineering report is not yet available .however, it will be submitted within 30 days upon receipt.

Event description:
As reported, an unknown indeflator inflated a 6 x 18 palmaz genesis on 142 amiia balloon expandable stent delivery system (sds), but the pressure did not rise. The physician suspected if there were any malfunction with the stopcock or indeflator; therefore, the indeflator was replaced with another device. The stent was inflated with the new indeflator, but the same issue occurred. The stopcock was removed, the indeflator and the hub of the device were directly connected. The stent was expanded, and the pressure began to be applied but it only rose at 8 atmospheres (atm) and the balloon ruptured. Since the stent had expanded to some extent, the balloon was removed from the patient. Post percutaneous transluminal angioplasty (pta) was performed with 7mm x 15mm aviator pta balloon catheter. The same indeflator was used with aviator and it was able to expand without any problems. The procedure was completed without any problems. There was no reported patient injury. The device was opened in sterile filed. The lesion was the left renal artery which had stenosis. An approach was made from the left radial artery to the left renal artery with a 4.5f 120cm non-cordis guiding sheath. Pre-pta was performed with 6mm x 15mm aviator pta balloon catheter at 10 atm after a .014¿ unknown guidewire crossed the lesion. After that the palmaz stent was inserted and it crossed the lesion. The device will be returned for evaluation.